Manufacturer narrative:
(B)(4). Concomitant medical products: ti low profile screw 6.5x20mm cat# 103531 lot# 547580, ti low profile screw 6.5x20mm cat# 103531 lot# 547720, unknown stem, unknown liner, unknown head. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04981, 0001822565 - 2019 - 05095, 0001822565 - 2019 - 05096, 0001822565 - 2019 - 05097.

Event description:
It was reported the patient underwent a full artificial joint replacement and the wound showed repeated symptoms of redness, swelling, rupture and exudation after the operation. Approximately 9 days later, the patient underwent a dilated and invasive catheter drainage, and the wound healed upon discharge. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI# (B)(4). Reported event was confirmed with medical notes provided. Review of the available records identified the following: after surgery, patient was diagnosed with anemia and swelling. Infection developed after the procedure and there was wound drainage. A wound drainage tube was placed and the patient was treated with antibiotics. The wound had healed and the patient was discharged approximately 1 month later. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.